Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified volume of an unspecified hydration solution. After an unspecified length of time in use, it was reported that the nurse noted, the tubing had separated from the secure lock male adapter. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided, including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed to the "other" field. The domestic list number has a common device name of 80frn and has a 510k of k865060. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).